Event description:
User experienced a leak from underneath and in front of the analyzer onto the floor. No patient samples were involved. No one has been injured. The field service rep could not duplicate the leak to determine the cause or source, but noted he checked the analyzer.